Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in capture thresholds. The patient underwent a pacemaker replacement where the rv lead was also replaced with a new lead. No additional adverse patient effects were reported.